Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had been complaining of a grinding noise. The surgeon removed the head/liner and cup. Replaced with a 54mm psl, a 40mm +8 metal head and a 40mm x3 liner."